Manufacturer narrative:
Medical records were received on 9/8/97 which did not contain the unknown info. Evaluation was performed as product was not returned.

Event description:
Cervical spine locking plate broke.